Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had fluid in the battery compartment. Customer's blood glucose value was 18.4 mmol/l. Troubleshooting was performed. Customer states the home screen appeared on the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.